Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient the experience of "feeling like shocks in device area in the rib area on left side." It was also reported that the "lower lead was turned off." The patient stated "I'm worn out and feel dumpy; I was told I would feel much better." The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.